Event description:
Attorney alleges that on (B)(6) 2016 and (B)(6) 2017, the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #1) and (device #2). As reported, the patient is making a claim for an adverse patient outcome against the ventrio st (device#1) and (device #2) . As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with multiple ventral hernia thereby underwent open repair with implant of ventrio st (device #1). Per operative notes, ¿the hernia sacs were removed, a ventrio st mesh (device #1) was placed to cover all the defects entirely and sutured.¿ (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia thereby underwent lap-open repair with implant of ventrio st (device #2) and removal of mesh (device #1). Per operative notes, ¿incision made over the area of hernia. Adhesions were taken down. A large mass of old mesh (device #1) was incorporated into the incision, and this was excised. Then a ventrio st mesh (device #2) was placed into the abdomen and tacked to the anterior abdominal wall form inside using the pockets on the mesh.¿ attorney alleged that the patient had adhesions, exposed mesh, large mass of mesh, pain and hernia recurrence.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventrio st (device #2) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Upon review of medical records, it was confirmed there was no adverse event or medical/surgical intervention associated to the ventrio st implanted to treat the patient's recurrent ventral hernia. Updated fields: a2, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), g1, g3, g6, h2, h6, h10. This supplemental emdr represents ventrio st (device #2). An additional supplemental emdr was submitted to represent ventrio st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventrio st (device #2) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio st (device #2). An additional emdr was submitted to represent the bard/davol ventrio st (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2016 and (B)(6) 2017, the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #1) and (device #2). As reported, the patient is making a claim for an adverse patient outcome against the ventrio st (device#1) and (device #2) . As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."